Event description:
Per oos, this system was removed due to infection and replaced with another biotronik system on the left side. Cylos dr-t, MDR 1028232-2009-00721. Setrox s 45, MDR 1028232-2009-00723.